Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain, failed back surgery syndrome and multiple back operations. The patient reported that there was an end of service (eos) code. The patient reported that he thought his ins was dead and wasn't feeling stimulation. The patient reported that when he used his patient programmer he got a call doctor icon with eos and elective replacement indicator (eri). The patient was advised to follow up with their healthcare provider. It was noted that there was no allegation/dissatisfaction with the ins longevity. No further complications anticipated.